Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
As reported by sales rep, the tip of the outback catheter fell off during device preparation rendering the catheter unusable. There was no difficulty removing the device from the package. One non sterile outback was received coiled inside two plastic bags. The distal tip was received separately inside one plastic bag. No other anomalies were observed. During the microscopic analysis residues of the soft tip were observed in the nosecone. It was also noticed that the tip seemed to be torn prior the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer could not be conclusively determined; however procedural factors may have contributed to the failure. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
As reported by sales rep, the tip of the outback catheter fell off during prep rendering the catheter unusable. There was no difficulty removing the device from the package.